Event description:
It was reported that the patient experienced bradycardia, dizziness and shortness of breath. It was also noted that the patient was lightheaded, experienced a variable heart rate that was "dropping into the forties" and was very anxious about their complications. It was further reported that the leadless implantable pulse generator (ipg) exhibited inconsistent/intermittent capture, rising and high thresholds. The leadless ipg was inactivated and replaced by a conventional transvenous pacing system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced bradycardia, dizziness and shortness of breath. It was further reported that the leadle ss implantable pulse generator (ipg) exhibited inconsistent/intermittent capture, rising and high thresholds. The leadless ipg was reprogramed, capped and replaced. No further patient complications have been reported as a result of this event.